Event description:
It was reported that this event occurred in the ICU department, while the device had been in place and in use. "During flushing of the blue lumen of the PICC, leakage was noted from catheter body approximately 5cm external to the exit site"; the device was inserted into the patient's left arm (vessel not specified). "On examination a fracture was noted at the site of the leak". As a result, the device was removed and discarded. "Patient continued IV therapy via a peripheral IV line". There was a delay reported, however, there was no harm caused to the patient as a result of this delay. There were no complications, death, or injury reported as a result of this occurrence.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k# provided is for a similar product that is sold in the us. Sample will not be returned for evaluation.